Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced occlusion concerns while using the pump, with the user connecting the adapter to the cartridge outside the pump and attributing the issue to a pump malfunction; education was provided on correct supply change steps and proper infusion set connection, and no alerts or alarms were reported. Symptoms included suspected interrupted insulin delivery without reported adverse clinical effects. Outcomes included no injury, no emergency treatment, and no hospitalization. Customer care provided troubleshooting, and education on correct setup of the infusion set and cartridge. Investigation of this case revealed technique-related supply change steps likely led to an infusion set connection issue causing delivery interruption, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user handling and technique during setup.